Manufacturer narrative:
The field service engineer (fse) found vacuum tubing was broken and replaced it. The tubing was broken where a plastic clip had been placed. The root cause of the broken tubing could not be determined. The service actions resolved the issue.

Event description:
The initial reporter complained of a sudden qc failure on a cobas 8000 c (701) module. The customer repeated all patient samples that had previously been run on the module and reported outside of the laboratory. Upon completion of repeat testing, the customer corrected the results for 87 patient samples tested for 18 assays. The following are examples of discrepant results for 3 patient samples. Patient 1 urea results were 16.240 mmol/l and 1.470 mmol/l. Patient 2 total bilirubin results were 6.7 umol/l and 13.4 umol/l. Patient 3 hdl results were 1.016 mmol/l and 1.684 mmol/l. No reagent lot numbers with expiration dates were provided.